Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed and was determined to be use related. The products returned for evaluation were one 4fr sl groshong nxt catheter and one hydrophilic stiffening stylet. The investigation findings are consistent with damage caused by contact with a sharp edged instrument such as scissors. The returned product sample was evaluated and a break was observed on the proximal end of the stylet. Microscopic examination of the break site confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. ¿ sharply formed fracture edges. ¿ planar shape to the fracture surface. The observed features were consistent with damage caused by contact with a sharp edged instrument, suggesting that the stylet may have been cut when the catheter was trimmed to length. An examination of the stylet structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a PICC was inserted on november 5. On november 8, blockage was confirmed and the catheter was removed, revealing a stylet. No additional information provided.